Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9091590. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 20 syringes 1.0ml 31ga 8mm 10bag 500 wal experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 328506 batch no: 9091590. Verbatim: syringe 1ml, 31g, 8mm lot # 9091590 found with 20 syringes so far plunger sticking during injection issue(s): found with 20 syringes so far plunger sticking during injection date of event: (B)(6) 2019 consumer does not prefill or reuse the syringes. Consumer stated been using the syringes for years. Just this box with issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 syringes 1.0ml 31ga 8mm 10bag 500 wal experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 328506, batch no: 9091590. Verbatim: syringe 1ml, 31g, 8mm lot # 9091590 found with 20 syringes so far plunger sticking during injection. Issue(s): found with 20 syringes so far plunger sticking during injection. Date of event: (B)(6) 2019 consumer does not prefill or reuse the syringes. Consumer stated been using the syringes for years. Just this box with issues.